Manufacturer narrative:
The company service representative examined the system was able to confirm but not replicate the reported event. As a preventative measure, the host module was cleaned. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during a cataract extraction procedure the system locked with a blue screen. Technical service was called for support. It was recommended to turn the system off and restart. The system was restarted and the case was completed with no impact to the patient.